Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge was separated from the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 06/01/2015 - 06/05/2015. A companion sample was received and the evaluation is complete. The companion sample was visually inspected with the naked eye. The sponge was not separated from the minicap. The iodine and sponge was intact within the minicap. The sponge was seated beneath the top thread of the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.